Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a failed battery test, battery out limit alarm and a blank display issue. The customer¿s blood glucose level was 202 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed failed battery test during bolus delivery. During troubleshooting, the insulin pump had another failed battery test alarm after the battery has been changed. Customer also reported that the insulin pump screen turned black for a minute. No blank display troubleshooting was performed. The customer was advised to call back if issue recurs. The insulin pump is not expected to return for analysis.